Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient experienced a serious infection and their labs were not where their physician wanted them to be. Attempts to obtain additional information were unsuccessful. The type of infection the patient experienced is unspecified. The survey also did not specify what labs were not within the expected values. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency, or other issue with any fresenius product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient experienced a serious infection and their labs were not where their physician wanted them to be. Attempts to obtain additional information were unsuccessful. The type of infection the patient experienced is unspecified. The survey also did not specify what labs were not within the expected values. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency, or other issue with any fresenius product(s).